Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4)¿ the dentist reported that 05 months and 13 days after the dental implant was installed in intraoral region 10#, its non- osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity bone type ii, bone graft was placed and immediate implant was performed.